Event description:
The customer indicated that the pt sustained a full thickness burn on the flank during a ent procedure. The customer believed the burn occurred where a monitoring electrode was placed. A skin graft may be required.